Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal pressure that was too high. There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was reported that the device's proximal pressure was too high, posing a risk of co2 inhalation. The customer indicated that there were no abnormalities with the mask and tube connections. It was noted that the condition of the pressure sensor module needed to be checked onsite.

Manufacturer narrative:
Corrected h6: device problem code based on the reported information.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and a supplemental report will be submitted.